Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified "false" alarm occurred and pumping stopped. There was no reported impact to the user's blood glucose level. Reportedly, the user declined to troubleshoot or provide any information.